Event description:
It was reported that the cooling stopped working on a quantum 560nm head during a treatment resulting in a range of 2nd to light 3rd degree burns to the patient's cheek. The doctor then realized that there was no cooling on the tip.

Manufacturer narrative:
It was reported that there was no medical intervention and that after 2 months the patient was almost completely healed. The quantum 560nm head was replaced under warranty by the distributor and was not returned to manufacturer for evaluation. MDR and vigilance reports are being filed for product malfunction.